Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011 a 21 mm trifecta valve was implanted. On (B)(6) 2019 a valve in valve procedure was planned for the patient. On (B)(6) 2019, a 23 mm corevalve evolut r was implanted in the patient. No patient consequences were reported. Additional information has been requested. Clinical study patient ID: (B)(6).

Manufacturer narrative:
08/07/2019 mjr ¿ supplemental report needed to address analysis. An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.